Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 64 mg/dl-high: specific value was not provided, and reported nausea. Elevated blood glucose levels were addressed by a correction bolus via the pump.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 64 mg/dl-high; specific value was not provided and reported nausea. Elevated blood glucose levels were addressed by a correction bolus via the pump.